Manufacturer narrative:
The reason for this complaint was the screw from the drill guide that attaches to the baseplate broke. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to use and was acceptable. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to the instrument IFU. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Summary of complaints: 2 fit & 1 broke/cracked/damaged. It has been in excess of 50 days since the issuance of the rpr and the instruments have not been returned for investigation review. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - the screw from the drill guide that attaches to the baseplate broke. The smallest part of the broken screw is securely stuck in the baseplate that was implanted.